Event description:
It was reported that a 48-year-old caucasian female who underwent primary breast reconstruction with 400cc mentor memorygel xtra breast implants experienced bilateral baker grade iii capsular contracture post procedure. She was experiencing a tearing sensation, neck pain, and shoulder pain. As a result, periprosthetic capsulotomies, capsulorraphies, and bilateral prosthesis replacement with 285cc mentor memorygel boost breast implant was performed on (B)(6) 2022. See 1645337-2023-01209 for contralateral prosthesis report.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel of the breast implant appears white. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).